Event description:
Baxter (B)(4) received a report that an intermate had an unspecified problem with its tubing. When the device was received for evaluation, baxter service personnel reported that the tubing at the junction of the luer post was broken. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. However, a portion of the luer was not returned with the device for evaluation. Visual examination confirmed the reported condition of tubing broken at the junction of the luer post. Based on the evaluation, broken tubing near the base of the luer stem is due to excessive pulling force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.